Manufacturer narrative:
(B)(4). Batch # p55a23. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during a thoracoscopic left upper lobectomy procedure, after fired, the staples malformed with irregular shape. They changed to another reload but still had malformed staples. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.